Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding two falsely depressed loci high-sensitivity troponin I (tnih) patient sample results obtained for one patient on a dimension exl with lm system. Siemens is investigating the event.

Event description:
Two discordant falsely depressed loci high-sensitivity troponin I (tnih) patient sample results for one patient were obtained on a dimension exl with lm system. The initial falsely depressed result was reported to the physician(s). The same sample was reprocessed on the same dimension exl with lm system and on an alternate dimension exl with lm system. Above assay range flags were obtained and the sample was reprocessed on dilution. The reprocessed results obtained on dilution were considered correct. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed patient results.

Manufacturer narrative:
Additional information (10-aug-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer and the instrument data logs. Hsc observed atypical sample aspirations at the time of the falsely depressed results consistent with insufficient sample. No other samples produced this effect indicating the issue was specific to the sample and not caused by the dimension exl with lm system. Hsc also observed that the patient sample was incorrectly programmed as a primary tube sample instead of a small sample container (ssc) sample cup. The instrument data verified there was a sample integrity/handling issue and the sample was flagged for abnormal assay for the specimen quality index. Siemens product labeling indicates results should not be reported when flagged for abnormal assay. No instrument errors were present at the time of the falsely depressed results. Quality control (qc), calibration and performance of other patient samples indicate the tnih assay was performing within expectations. The cause of the issue was due to operator error. No product non-conformance was identified. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2022-00205 was filed on 27-jul-2022.